Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer informed physio-control that no further patient information is available. Physio-control evaluated the customer's device and verified the event code was logged in the device's memory; however, the reported issue could not be duplicated in testing. Physio replaced the therapy pcb as a precaution. After observing proper device operation through functional and performance testing, the device will be returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device unexpectedly shut down while providing cardioversion. The customer attempted to power up the device again, but the device generated an event code that is indicative of a failure to delivery energy. This issue is patient related; however there was no adverse patient outcome reported.